Event description:
It was reported that the device was running without the trigger being actuated during routine maintenance. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.